Manufacturer narrative:
The customer declined ge service. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
Issue summary: it was reported that during patient use there was a leak in the bellows. The patient was then switched to intravenous anesthesia and the case was continued with no report of patient injury.